Manufacturer narrative:
Product event summary : the full lead was returned, analyzed, and no anomalies were found. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient experienced phrenic nerve stimulation due to the left ventricular lead, and the lead was dislodged. The lead was explanted and replaced. No further patient complications have been reported as a result of this event.